Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6725 implantable lead adaptor (B)(6) 2012, 4296 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that oversensing (noise) was occurring during manual subthreshold impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.